Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. Complaint received through clinical data collection. An osseoguard flex membrane, ref no. Ogf1520, was utilized during a procedure for filling of bone defects after root resection, cystectomy or removal of retained teeth at site 21/22. The clinician reported the adverse event as "loss of bone graft material". The membrane was hydrated prior to placement with sterile saline. Endobon bone graft material was also used. (Not a collagen matrix, inc. Product). Stabilized with sutures 5.0 coralene. Primary closure was achieved. Dental implant not placed: dental bridge is preferred because of aesthetics and predictability. No other products were used, no complications occurred during implantation and no other concomitant medical treatment was performed. Post-operative instructions included antimicrobial oral rinse: perio-aid. Follow-up visit was (B)(6) 2023 for the assessment of bone graft outcome. Wound healing was uneventful. No surgical/medical intervention was required. Periodontal defect regeneration was successful. No other patient information was made available.

Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.